Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's report that the tubing was damaged and leaking was confirmed. Visual inspection of the set noted a cut on the tubing above the distal smartsite valve. No other obvious damages or issues were observed on the rest of the tubing. Functional and pressure testing confirmed leaking from the cut of the tubing. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was noticed to be cracked or sliced and leaking while infusing tpn to the patient. Tubing and solution were replaced without further issues. There was no patient harm.